Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the right ventricular lead thresholds increased over time and there was loss of capture at times. The lead was capped and replaced. No patient complications have been reported as a result of this event.